Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision due to unknown reason. The patient is recovering well and is happy with his new iipg.

Event description:
It was reported that the patient underwent revision procedure where in the implantable pulse generator (ipg) was replaced and pocket site was revised due to unknown reason. The patient was recovering well and was happy with his new ipg. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Investigation activities: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.